Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was implanted with a stage 1 prior to the trial the patient was experiencing 5-6 incontinent episodes per day; during the trial the patient was completely continent. About a week after the trial began it was reported that one of the patient's dogs jumped up and accidentally pulled her percutaneous extension. The patient experienced increasing levels of pain across the midline, but met with her hcp who said she did not show any signs of lead migration or infection, and her stage 2 was scheduled for (B)(6). Over the weekend, the hcp received a call from the patient that stated the pain was increasing and extremely uncomfortable. The patient was admitted and hcp determined the patient had cellulitis at the lead insertion site. The hcp was planning to treat the infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the components were explanted. In addition to cellulitis, the patient experienced pus drainage and a culture was positive for (B)(6).